Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a hi drain 101 alarm at the start of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the caregiver(cg) to review therapy. The initial drain volume was 649ml, recovered drain volume of 0ml, last fill volume of 975ml, total fill of 5993ml, total drain of 7033ml, average dwell time of 1:34, average drain time of :36, total ultrafiltration(uf) of 1039ml, cycle 4 uf of -154ml, cycle 3 uf of -175ml, cycle 2 uf of -184, cycle 1 uf of -1533ml, 0 bypasses, manual drain set to 0, and changes to therapy. The cg stated the home patient(hp) did a manual bag of 1500ml with the peritoneal dialysis nurse. The cg stated the nurse only partially drained the hp. The cg stated the hp will perform manual exchanges tonight. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4)..if additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult (high drain volume 101). The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed.